Event description:
The dentist reported that after 2 months that the dental implant was installed in intra-oral region #9 (ada system) of the patient, it was verified its non-osseointegration. Immediate load was performed.